Event description:
It was reported by the patient that during an office check the physician changed a setting on the implantable pulse generator (ipg) and the patient almost passed out. The nurse told the patient that they were ¿out of rhythm¿ based on a remote transmission. The patient inquired as to whether it could be related to the device programming. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.